Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.